Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) level was running high (236 mg/dl) and was treated with a correction bolus. While troubleshooting with tandem technical support a loose luer lock was found. The customer also found that the temp rate setting had been inadvertently set to 80% instead of required rate of 115%.